Event description:
C2 driver touch screen was not working appropriately. When screen is pressed it did not always acknowledge it.

Manufacturer narrative:
Device history record (DHR) review confirmed companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of internal and external components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection, however, it was confirmed that the touchscreen would not consistently respond properly unless excess pressure was used. Additional testing included installing a known functional lcd screen. The touchscreen worked properly as intended and the driver functioned normally with the replacement part. Failure investigation for this complaint confirmed the reported issue during functional testing. The customer complaint was replicated; the root cause of the reported issues with the touchscreen not working consistently or without undue effort was determined to be a nonconforming lcd touchscreen. Failure investigation identified no test failures or damage that could have contributed to the event. The device was not in patient use at time of the complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
C2 driver touch screen was not working appropriately. When screen is pressed it did not always acknowledge it.